Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
On (B)(6) 2004, this pt presented for abdominal aortic aneurysm repair using gore excluder bifurcated endoprosthesis. The aneurysm was excluded with no sign of endoleak. On (B)(6) 2010, the pt underwent a second procedure for treatment of endotension and was implanted with gore excluder aaa endoprostheses. The pt tolerated the procedure well.